Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Attempted to reprogram the returned patch, however an error occurred during reprogramming. This error prevented the returned patch from being reprogrammed and therefore unable to continue with investigating this issue. Ax extended investigation was performed. Visual inspection was performed on returned sensor and no issues or damage was observed. The returned sensor was further investigated and de-cased and visual inspection was performed on the pcba (printed circuit board assembly) , no issues such as contamination or physical damage were observed. The returned sensor was scanned using the evm (evaluation module) and the patch reader and an error message was observed. The returned battery was removed. The returned battery voltage was measured using a digital multimeter and it was within specification range. The returned sensor was attempted to be reprogrammed to conduct accuracy test to ensure functionality of the sensor however, during the reprogramming, the patch programmer software crashed which resulted in an error message. This software crash causes a software crash within the sensor as well. As a result, the sensor can no longer be reprogrammable thus further tests such as poise voltage, accuracy test, and temperature test cannot be conducted. The damaged sensor that resulted from the patch programmer crashing during reprogramming cannot be mitigated therefore, this issue is unable to be test section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device.. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 3.8mmol/l compared to readings of 12.6mmol/l respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 10 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.